Manufacturer narrative:
H3: evaluation determined that broken tool. The likely cause of failure is the user applied too much force on the side of the tool while cutting and the neck fractured. The small neck diameter, which provides excellent visibility, comes with a trade-off in how much load it can support. This failure is not common for this tool supports that the design is adequate. It was also noted that proximal portion of an mr8-7ba20 was returned with the original packaging and appeared used. The tool head was broken off and not returned. The serial number and lot number are clearly visible. Heavy discoloration was observed on the tool neck. The tool was examined with a microscope and images taken. The entire neck and some of the stem have discoloration that is consistent with oxides formed at high temperatures. The returned tool measured 3.234", approximately .20"(0.5cm) short of the expected tool overall length. Fracture location is consistent with where highest stress from a bending load would occur. The fracture face is planar and has a consistent texture over most of the surface, which is consistent with a high stress in rotational bending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a cranal surgical procedure, when the surgeon was drilling the closure holes with the drill, the tool broke off 2 cm from the head. It was reported that the there was an internvention perfored by surgeon to look for the piece ofthe bur that had broken off and ended up in the patient's skull. It was also that there were no broken pieces left inside the patient and the procedure was completed with backup product. On follow-up it was reported that there was no patient or staff impact reported due to event and no additional surgery performed due to this event.